Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) reached elective replacement indicator (eri) due to extended charge times. It is not known what the charge time measurements were when eri was declared. Today, charge times are at 21.8 seconds. Back in (B)(6) 2010, the battery voltage (bv) was at middle of life range; however it is unknown what the bv was when eri was declared. Today, the bv is below the middle of life range. Boston scientific technical services (ts) discussed how eri was declared due to charge times. The field reported that the patient is scheduled for a device replacement in two weeks. There were no adverse patient effects reported.

Manufacturer narrative:
All available information indicates the device remains in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information was received that this patient underwent a changeout procedure and this product was explanted and replaced.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing and sensing functions were tested as well as charge time. The device operated appropriately, according to its performance specifications, with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.